Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lv lead had dislodge. Patient presented in-clinic with loss of capture. Patient was brought to the or for a lead revision. The subclavian was occluded and the surgeon was not able to access for lead placement. The lv lead was pulled out. The patient was stable post procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.